Event description:
Ultrasound images disappeared during biliary drainage with an ultrasound endoscope. Endoscopic procedure was performed under the circumstances. That resulted in a perforation in the patient's body. Updated (B)(6) 2022 we have obtained additional information about this complaint. Product name: unknown gf-uct180. The customer reports during a biliary drainage procedure using an evis exera ii ultrasound gastrovideoscope, the ultrasound image disappeared. The procedure was performed under these circumstances. This resulted in a perforation in the patient's body (bile duct). The physician was unaware of the perforation during the procedure. There is no certainty at what stage the perforation occurred (without the doctor's recognition), but it is believed to be the period during which the ultrasound image disappeared. The ultrasound image was restored by reselecting the probe. It is unknown how long the ultrasound image disappeared. After the ultrasound image was restored, the procedure was resumed and the stent placement was completed. The perforation was associated with a fistula, 10 mm in size, and was sutured by laparotomy 2 days later. The patient's condition after surgery is stable. The MFR medwatch report associated with this event was submitted on time under manufacturer report # 8010047 - 2022 - 10527. Upon review olympus is submitting the corresponding importer medwatch report.